Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thought their battery might not be working because they hadn't used the device in quite some time. The possibility of an overdischarge was reviewed. The healthcare provider also noted that they were performing an MRI to rule out cauda equine syndrome. They stated that it seemed unlikely that this was related to their device but they would find out after the scan. No further complications reported. On (B)(6) 2018 lfc (hcp): no new information - they hadn't seen the patient since 2016.